Manufacturer narrative:
We are under investigation in details. Seikagaku corporation is also submitting this report on behalf of (B)(4) as the importer with authorization by (B)(4).

Event description:
(B)(4).